Event description:
As reported by the customer for this event, an hour after the start of the therapeutic laparoscopic rectal prolapse procedure, a metallic noise was heard. It is not known if an error message was received. The device was checked and the teflon pad was noted to have wear. There was no peeling of the teflon pad. The procedure was completed with a new device. There is harm or no adverse impact to the patient. The device had been inspected before use with no abnormality noted.

Manufacturer narrative:
Full name of the facility is (B)(6). The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the teflon pad was found to be heavily worn. There was a scratch on the tip of the probe. There was a contact mark on the non-insulated part. A probe check was performed for the device with the test devices usg-400, esg-400, and td-tb400; there were no abnormalities noted. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Upon further review, the reported information is only wear of the teflon pad. This is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.